Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx was failing the charge test and rebooting. There is no indication of negative patient impact.